Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. After placing a choice pt guide wire and a 6fr non-bsc guide catheter, a 3.50 x 24 synergy ii drug-eluting stent (des) was advanced to treat the lesion. However, while advancing over the guide wire through the non-bsc guide catheter, the stent would not exit the guide catheter. The synergy ii des and the guide catheter were removed and it was then noted that the stent strut was damaged. The procedure was completed with a different stent and a different guide catheter. No patient complications were reported and the patient's status was stable with an excellent prognosis.